Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high pacing threshold measurements and high pace impedance measurements. It was noted that the physician had thought they may have hit the lv lead during an ablation procedure, resulting in the change in measurements. No confirmation of any lead fracture. The lead was explanted and replaced, the crt-d remains in service. No additional adverse patient effects were reported.